Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the clips scissored and jammed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Lockout. Additional information was requested. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and with the locked out non functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. It could not be determined what may have caused the found the finding. Please note that this condition is unrelated with the reported malformed clips. No conclusion could be reached as to what may have caused the reported malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.